Event description:
Total knee arthroplasty was performed in 2001. Prosthesis allegedly failed about 7 months later, when pt slipped and fell on some spilled milk. Revision surgery was reportedly performed in 2002.